Event description:
On 12/6/06, the following complaint was received: immediately after implanting an 8mm thin walled gore-tex stretch vascular graft for a blalock-taussig shunt procedure, the physician observed a small serum leakage. The physician admitted that he knew the thin walled gore-tex stretch vascular graft is not intended for blalock-taussig shunt procedures, however; since gore does not MFR pediatric shunts of this diameter, he chose this particular graft. Typically, the hosp would have covered the graft with fibrin glue prior to implantation; however, prior to this implantation, it was not. During a follow up in october, the physician noticed serum formation around the graft and the device was replaced with the same type of graft at the end of the month. The second graft was covered with fibrin glue prior to implantation. Reportedly, the graft also had small serum leakage, but as of the next day, we know that the seroma has stopped and that the pt is in stable condition.

Manufacturer narrative:
H6: a review of the mfg paperwork was conducted. The review of the mfg records verified that the lot met all pre-released specifications.